Manufacturer narrative:
H6: section updated. H3: the device (97755-s) recharger, serial number (B)(6) was returned for product analysis. Analysis found no anomalies and complaint was unverified wherein found no issues with finding or charging implantable neurostimulator (ins). Recharger antenna passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product type recharger product ID 97755-s lot# serial# (B)(6) product type recharger b5 updated and h6 codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the last month or two when recharging the implantable neurostimulator (ins) the patient's recharger was getting hot and then quit. When recharging the implantable neurostimulator (ins) if they moved it would go from excellent to good so they had to wiggle to get excellent. Medtronic rep ryan webb said to call for a new paddle. During call it was noticed pt was still using the old rtm and sent back the new one. A replacement recharger was sent out.

Manufacturer narrative:
H3. Analysis of the recharger found that the complaint could not be verified. The recharger passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device.  The reason for call was caller stated that for the last 2 weeks or so when the patient goes to charge their implant, the controller has been struggling to find the implant. Caller stated that the other night the patient struggled for an hour because the controller couldn't find the device. Caller added that the patient kept trying to move the paddle closer to the implant and mess with it, and after an hour they were finally able to get a little charge in the implant. Caller also mentioned that the last couple weeks the recharger cord has been getting really hot. Agent had caller examine the equipment for damage; caller noted no visible damage. The issue was not resolved. An email was sent to the repair department to replace the recharger.